Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, further described as touch contamination, which resulted in peritonitis. The patient was not hospitalized for the reported event. The treatment for the peritonitis included three doses of vancomycin (2 gm, once a week, intraperitoneally). The patient has recovered from the peritonitis. The pd therapy was ongoing. No additional information is available.